Manufacturer narrative:
The biomedical engineer reported that the data was not going to the emr. Through troubleshooting with the nihon kohden technical support, they found that that issue was not just with data going to the emr but that there was data dropouts for the data going from the bedside monitors (bsm) to the central nurse's station (cns). If the latter issue was happening, then the data will also not make it to the emr. The biomed was not sure if there were communication loss errors noted on the cns. They stated that the tiles on the cns would blank out for the wireless bsms and then come back online intermittently. He also stated that there were only two wireless bsms that had issues to their knowledge. They wrote back and stated that this is a continued problem, and the way they were fixing the issue was by unplugging the wlan pack and plugging back in. The devices seem to be getting very hot. Nk tech support has reached out to them regarding this matter as it appears to be an issue with the wlan but have not heard back regarding this matter as of yet. They also have not provided additional device information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: the customer stated that they are using a bsm-6301a model, but they did not provide the serial numbers of the bsms that were being monitored by the cns.

Event description:
The biomedical engineer reported that the data was not going to the emr. Through troubleshooting with the nihon kohden technical support, they found that that issue was not just with data going to the emr but that there was data dropouts for the data going from the bedside monitors (bsm) to the central nurse's station (cns). If the latter issue was happening, then the data will also not make it to the emr. The biomed was not sure if there were communication loss errors noted on the cns. They stated that the tiles on the cns would blank out for the wireless bsms and then come back online intermittently. He also stated that there were only two wireless bsms that had issues to their knowledge. They wrote back and stated that this is a continued problem, and the way they were fixing the issue was by unplugging the wlan pack and plugging back in. The devices seem to be getting very hot. Nk tech support has reached out to them regarding this matter as it appears to be an issue with the wlan but have not heard back regarding this matter as of yet. They also have not provided additional device information. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that multiple bedside monitors (bsms) were in comm loss at the central nurse's station (cns). Nihon kohden technical support (nk ts) had been waiting for the biomed to be onsite to perform troubleshooting steps. Nk ts attempted to follow up with customer, however, after a few attempts, the customer stated the issue was resolved. No further information was provided. No patient harm or injury was reported. Service requested / performed: exchange. Investigation summary: root cause is determined to be environment (the facility's network). The most likely cause is a network permission/access issue. Comm loss is an error message notifying the user of the loss of network communication between the monitoring devices and the cns.

Event description:
The biomedical engineer reported that the data was not going to the emr. Through troubleshooting with the nihon kohden technical support, they found that issue was not just with data going to the emr but that there was data dropouts for the data going from the bedside monitors (bsm) to the central nurse's station (cns). If the latter issue was happening, then the data will also not make it to the emr. The biomed was not sure if there were communication loss errors noted on the cns. They stated that the tiles on the cns would blank out for the wireless bsms and then come back online intermittently. He also stated that there were only two wireless bsms that had issues to their knowledge. They wrote back and stated that this is a continued problem, and the way they were fixing the issue was by unplugging the wlan pack and plugging back in. The devices seem to be getting very hot. Nk tech support has reached out to them regarding this matter as it appears to be an issue with the wlan but have not heard back regarding this matter as of yet. They also have not provided additional device information. No patient harm was reported.